Event description:
Developed a big knot on their knee, have a big, swollen, hard, hot lump on the injection site [injection site nodule] ([injection site joint swelling], [injection site joint warmth]) making it difficult to walk [difficulty in walking]. Case narrative: initial information received on 06-jun-2025 regarding an unsolicited valid serious case received from a patient. This case is linked with case (B)(4) (multiple device suspect used for the same patient). This case involves an unknown age female patient who developed a big knot on their knee, have a big, swollen, hard, hot lump on the injection site and making it difficult to walk with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. Patient reported they had been taking synvisc-one since 2012, and got one every 6 months. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48 mg/ 6 ml) (dose, frequency, route: unknown) for osteoarthritis. The patient developed a big knot on her knee (injection site nodule). Patient stated that she had a big, swollen, hard, hot lump on the injection site (injection site joint swelling) (injection site joint warmth), which made it difficult to walk (gait disturbance) (unknown onset date, latency, batch number and expiry date for all events). Patient went to urgent care but they did not know what it was and thought that there might be fluid that had been causing the lump but they gave the patient some steroids. Patient also said that they had been getting synvisc one and it had been wonderful, it saved them from having surgery. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both the events. Corrective treatment: steroids were given for the event injection site nodule and unknown for gait disturbance. At time of reporting, the outcome was unknown for the events. Seriousness criteria: intervention required for injection site nodule. A product technical complaint (ptc) was initiated on 06-jun-2025 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive action) is required. The final investigation was completed on 16-jun-2025 with summarized conclusion as no assessment possible. Additional information was received on 16-jun-2025 from quality department: ptc details and results were added. Text was amended.